Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose last night on (B)(6) 2019 at 9:30 pm was 54 mg/dl and they treated it with food. The customer also reported that insulin pump had audio anomaly and customer did not hear the differences between the two audio beep volumes. The customer declined troubleshooting on insulin pump for low blood glucose level. It was also reported that customer was not using auto mode feature in the insulin pump at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin on keypad assembly.